Event description:
The patient fell and broke their clavicle. During follow-up, noise was observed on the right ventricular (rv) lead while manipulating the device. The rv lead was replaced and insulation damage was observed. The broken clavicle is the suspected cause of the lead noise and damage. The patient is stable.